Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: mc1vr01-delsys fdd 1670, fdc 11, fdr 3233. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, when attempting to implant, the tip of the delivery system kept sliding down. The physician attempted deployment into a septal location approximately five to six times. The physician attempted to deflect and deploy the system at the same time to obtain adequate forward pressure into the septum. After the final deployment attempt the system was removed from the introducer and visually inspected and noted there was a kink in the delivery system several inches down from the distal tip. When the physician deflected the delivery system, it took an odd secondary curve. A new leadless ipg system was implanted in an apical location successfully.

Manufacturer narrative:
Mc1vr01-delsys lot# serial# (B)(4) product event summary the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. There was a visual observation with the delivery system. Blood was observed on the sheath. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 4.7 centimeters and 5.9 centimeters from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. There is blood in the flush port valve. The recapture cone is damaged. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.